Event description:
Complainant alleged that during biomed testing, the device displayed a "defib charging error" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical australia for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, stress testing and full functional testing without duplicating the report. An internal inspection of the device found no discrepancies. The processor/bridge/pace (pbp) board and dock connector were replaced as a precaution. The device was recertifed and returned to the customer. Analysis of reports of this type has not identified an increase in trend.